Event description:
Stryker serfas 50-s probe was used in a knee scope where a burn was reported at the portal/incision site. Surgeon reported seeing a flash on the screen and then noticed the burn.

Event description:
Stryker serfas 50-s probe was used in a knee scope where a burn was reported at the portal/incision site. Surgeon reported seeing a flash on the screen and then noticed the burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported unit was not returned for evaluation. The most probable root causes for (heat- excessive heat delivered to body, line 460) when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube. Incorrect fluid management , probe clogged , pinch clamps left closed when suction is desired or open if suction is not being used. According to the event description, during an arthroscopic surgery, surgeon reported seeing a flash on the screen and then noticed the burn. Burn on patient was treated accordingly. When a serfas energy probe is hold close to the scope or any other metal object the radio frequency path is interrupted and the circuit shorts through the instrument, even possibly causing a spark like reaction which may cause damage to the tip of the probe, scope and/or deliver energy to an incorrect location or metal instrument, which might explain the event description. In addition, if the probe rests on or becomes in direct contact with a metal object, electrode or any electrical leads, it will provide paths for high frequency current. The most probable root cause for the reported flash on the screen is user related. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.